Manufacturer narrative:
The device has not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Based on similar reports, a potential cause for the damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects¿. ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle.¿ and ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that about twenty minutes into a total laparoscopic hysterectomy procedure, the teflon pad burned while the device was performing a seal and cut on uterine tissue. It was reported that metal was exposed underneath the damaged teflon pad. There was no reported patient injury or device fragment fallen into the patient. The procedure was completed with another similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation results, and update the lot number. The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint for burnt teflon pad and exposed metal under the pad. The teflon pad was worn, deformed and split off, exposing metal underneath. Char marks were found on both the teflon pad and the probe.